Manufacturer narrative:
The repair inspection confirmed the reported problem, the adhesive on the bending section cover has a chip. Also, the repair inspection identified the adhesive of the objective lens at the distal end was peeled off. There are scratches on the following parts of the scope: control unit, grip, switch, light guide connector and coverglass, video connector and video connector case. The investigation is ongoing; therefore, the cause of the customer event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus asset was returned to the repair center (omsc) for a ¿missing bonding on the bending section cover¿ that was found during an unspecified event. However, during repair inspection the adhesive of the objective lens at the distal end was found peeled off. No death, injury or harm has been reported to olympus. This report is being submitted to capture the peeled off adhesive of the objective lens.

Manufacturer narrative:
Operator of device- health professional should have been selected on the initial report rather than "other". This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.